Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device was not returned for analysis; therefore, no evaluation could be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm 104 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device at the end of therapy. The tsr advised the hp to have their nurse review the total ultrafiltration programming. Follow-up with the nurse revealed that the nurse changed the hp's tidal programming and the hp did not have any problems since. There was no patient injury or medical intervention associated with this event. No additional information is available.